Event description:
It was reported that during set up for a colon resection procedure the device closed and would not open on the back table prior to surgery. They completed the set up for the procedure with a new like device. There was no patient involvement reported.

Event description:
It was reported that during implant, the atrial setscrew of this implantable cardioverter defibrillator (ICD) could not be connected and it was not possible to torque. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. A batch record review was performed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.